Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-fem-celect-perm. Corrected data compared to maude event report mw5045126. Adverse event and product problem. Report date: 23 october 2015. Catalog# igtcfs-65-fem-celect-perm. (B)(4). Summary of investigational findings: without imaging or product it is not possible to determine a root cause for the fractured filter leg. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant. The patient had a cook celect femoral vena cava filter placed in 2009 due to contraindication to anticoagulation (recent bleeding) in the setting of lower extremity dvt and critical illness. In 2015, during imaging for gastrostomy tube replacement the ivc filter was seen and noted to be fractured. The filter itself was removed in an outpatient ambulatory setting by interventional radiology. A fractured strut remains that extends outside the lumen of the ivc. Additional information received: no further intervention is planned. The physician opined that the strut remaining was unlikely to embolize or cause the patient any problem. Patient outcome: unknown but information is requested. Additional information received: patient remains at baseline medical condition.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-fem-celect-perm. Corrected data compared to maude event report mw5045126. (B)(6). Investigation is still in progress.

Event description:
Description according to complainant the patient had a cook celect femoral vena cava filter placed in 2009 due to contraindication to anticoagulation (recent bleeding) in the setting of lower extremity dvt and critical illness. In 2015, during imaging for gastrostomy tube replacement the ivc filter was seen and noted to be fractured. The filter itself was removed in an outpatient ambulatory setting by interventional radiology. A fractured strut remains that extends outside the lumen of the ivc. Patient outcome: unknown but information is requested